Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported anterior capsular tags that sometimes lead to anterior tears during cataract procedure. There are multiple related reports for this facility. This report addresses unknown patient's left eye and additional manufacturer reports will be filed.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The DHR was completed and reviewed to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).